Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 2 of 5 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to close all clamps and transfer set, and then cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on to get to press go to start. The hp stated a supply bag fell off the table and disconnected. The tsr advised the hp to discard all supplies and to report the alarm to their peritoneal dialysis nurse in the morning. The hp elected to finish therapy manually. The hp was contacted on (B)(4) 2012. The hp stated this was an isolated event. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the bag had fallen off the table because she had it too close to the edge. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the suspected use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.